Event description:
On (B)(6) 2012, the patient contacted animas, alleging the keypad was peeling near the up arrow button and the up arrow had a delayed response. The patient reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the pump powered on normally. The keypad was observed to be intact with no evidence of tearing or peeling. All keypad buttons responded appropriately to testing. The keypad cover was removed and there was no contamination found under the keypad contacts. A battery compartment crack was observed from the thread area to the case seal. There was no power loss observed and no evidence of moisture contamination inside the battery compartment. The battery cap was not returned; a test cap was used for all testing. The bumper pad below the battery cap was observed to be peeled off. The cartridge compartment piston was observed to be missing the piston cap. The delayed keypad response of the initial complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.